Event description:
It was reported by the customer that the pyxis medstation es system station had failure in the drawer a customer has reported that users experienced difficulties in dispensing medication for a patient while they were still able to retrieve medications from other stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that had failed drawers. A field service engineer conducted an inspection of the station and identified a defective module controller board. The engineer proceeded to reseat the bus cables, rerouted and secured them, and subsequently restarted the system to verify that all operations were functioning correctly. The system functioned as intended after the field service engineer serviced the device.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, e2, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failure was due to a defective module controller board. The module controller board was replaced, reseated bus cables and restarted to resolve the issue. The device was then tested with escort login and accessed multiple times. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system station had failure in the drawer a customer has reported that users experienced difficulties in dispensing medication for a patient while they were still able to retrieve medications from other stations. There were no adverse events or injuries reported based on this event.